Event description:
Reporter indicated that vns pt has experienced an increase in seizures and that their seizure types have changed since implant. It was reported that the pt now experiences nocturnal seizures, usually about one to one-and-one-half hours into their sleep pattern. The nocturnal seizures reportedly occur sometimes when the pt goes to bed and sometimes just before they full awaken. The pt has also experienced another type of tremor which appears to be the start of a generalized seizure but then stops. The tremor lasts from two to five seconds.